Manufacturer narrative:
The device was returned for analysis. The reported shaft break, bent vessel locator wings, and bent/ kinked control wire were confirmed. The sheath split issue and failure to fire the clip could not be tested/ confirmed due to the condition of the returned device. Difficulty removing the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The safety release was not used to remove the device. The electronic starclose instructions for use state the steps to remove the device during thumb advancement to release the vessel locator wings. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release in the direction of the arrow on the device to collapse the locator wings. The locator wings are fully collapsed when the number ¿2¿ on the plunger exits the number window completely. Although the safety release was not used, it would not have retracted the vessel locator wings in this instance because the clip had been deployed. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- health effect code: 4582-no clinical signs, symptoms or conditions-n/a was removed.

Event description:
Returned device analysis identified the shaft of the starclose was separated, the wire and wings were bent, biological material was on the clip and the clip was at the distal end of the shaft. Follow up with the account confirmed that the damage noted occurred during the procedure and tissue damage did occur as a result of the device being removed with the wings open. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty and stenting procedure of the iliac. Reportedly, the thumb advancer was unable to be advanced due to the sheath not splitting correctly and the device was pulled out without collapsing the locator wings. Although resistance was felt during removal of the starclose device from the anatomy, no tissue damage was reported. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.